Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator exhibited post paced t wave oversensing causing pacing inhibition. No interventions were performed. There were no patient consequences.

Event description:
It was reported that there was a reoccurrence of the post-paced t wave oversensing on (B)(6) 2023. No interventions were performed. There were no patients consequences.

Event description:
Additional information received noted that programming changes were performed. There were no patient consequences.